Manufacturer narrative:
The patient who experienced the adverse event was not treated by the reporting physician. The contact information for the treating physician is as follows: (B)(6).

Event description:
Physician report: iridex received a report of a patient injury involving the cyclo g6 laser system, micropulse p3. The patient was initially treated with the laser system in the left eye (os) and developed moderate inflammation that subsided with durezol. The right eye (od) was treated a month later, and the patient developed hypotony, corneal edema, hyphema and persistent iritis that required durezol and atropine treatment. After the hyphema cleared, an exam showed advanced cataract with a swollen lens that caused severe shallowing of the anterior chamber and persistent iritis. An emergency cataract surgery was performed. The physician reported the patient seeing slightly better but still having very blurry eyesight following the surgery. Literature report: a literature report (likely unpublished) appears to refer to the same event. The literature report describes a study that was performed to examine "the efficacy and complications of micropulse cyclophotocoagulation" in patients with glaucoma, with or without previous glaucoma surgery. The report states that "[o]ne patient who developed hyphema, severe fibrinous reaction, corneal edema, and intumescent cataract following a 160s mpcp treatment, subsequently required cataract surgery with anterior vitrectomy followed by combined pkp with pars plana vitrectomy." It further states that "one patient had very severe complications leading to permanent reduction in visual acuity..."